Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a rusted water and air port as well as a suction port. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, which was not 03/06/2026. The correct date was 1/15/2026.